Manufacturer narrative:
(B)(4) d10: cat# 110003450 lot# 220790 g7 str monoblock shell insrtr product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00596.

Event description:
It was reported that while impacting the cup, the bottom of the positioning pin broke. The tip of the straight acetabular shell inserter also broke while removing the liner impactor head. There was no patient impact, no medical or surgical interventions, no surgical delay, and no foreign body retained. Surgical technique was utilized. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. The product was returned and evaluated. Medical records were not provided. A visual examination of the returned product identified that the guide had fractured at the tip with wear marks located on the shaft near the fracture location. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reported issue was confirmed based on the evaluation of the returned product; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.